Manufacturer narrative:
Investigation results: investigation summary: customer returned photos of a 1cc syringe. Customer states that there was black gunk inside the rim of the plunger cap and on the stopper. The photos were examined and exhibited dark material on the inner surface of the barrel flange as well as on the surface of the stopper. A review of the device history record was completed for batch# 7262933. All inspections were performed per the applicable operations qc specifications. There were eight (8) notifications [200717086, 200717085, 200714177, 200714232, 200714178, 200714203, 200717280, 200714322] noted that did not pertain to the complaint. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for foreign matter in plunger cap and the 1st related complaint for foreign matter on stopper on lot # 7262933. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. It is difficult to determine the identity of the apparent dark material from the photos without the actual sample for testing so a possible root cause cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter, described as ¿black gunk¿, was found in the cap and on the stopper of a bd insulin syringe with the bd ultra-fine¿ needle. The device was not used and there was no report of injury or medical interventions.